Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 459 mg/dl and diabetic ketoacidosis. Cause of bg level was not known. Customer performed a supply change and administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the the intensive care unit and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.